Manufacturer narrative:
Device evaluation: the device was subjected to functional testing. The device operated per specification as the unit powered on with no issue and did not reset itself over a two month period. Given the results of the investigation, the reported issue was not confirmed. Internal complaint number: (B)(4).

Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient therapy controller (ptc) battery depleted quickly, and that the prescription information on the ptc was erased twice. The patient reported experiencing increased pain. The device was returned for evaluation.